Event description:
The complainant reported that the automated impella controller (aic) was making a loud cranking noise during patient support. The aic was swapped in response to the issue. There was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. The root cause of the cranking noise was not determined due to the inability to reproduce it consistently during device analysis.